Manufacturer narrative:
This product is not approved for use in the us, however a like device with part# c01a, 510k# k041584 and upn (B)(4) is approved for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis type of fracture: compression fracture, intervertebral clefts it was reported that the patient underwent unspecified procedure at l1. During the surgery, leakage of cement was observed (a little) from the gap on the left side of vertebral body. It was a case with bone defect on the side wall of vertebral body. Cement injection was performed carefully, however, it leaked a little from the gap. The cement was mixed for 12 mins to proper viscosity. Some extravasations were also reported but patient was asymptomatic . It was clarified that the cement was not in the blood vessel through x-ray examination. The product came in contact with the patient. No health damage was reported to the patient.